Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the system lost power during a case and not powering up. The procedure type, event timing and patient impact was unknown. Additional information has been requested. Additional requested information received. A customer reported that during a surgical procedure the system shut down completely immediately another system was brought into the operating room and completed the procedure without any patient harm.

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The company service representative noted the following four parts to be nonconforming, power entry switch, the multifunction input output (mfio) printed circuit board (pcb), the power supply, and the stand by switch and replaced them. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power entry switch, the multifunction input output (mfio) printed circuit board (pcb), the power supply, and the stand by switch. It cannot be determined conclusively how these components became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The power supply was received, and a visual assessment of the returned power supply revealed no obvious nonconformity. The returned power supply was installed on a calibrated system. The system did not turn on. The complaint was confirmed. The root cause of the reported event can be attributed to the power supply. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).